Event description:
Adverse event(s): "no patient harm/injury" (no consequences or impact to patient). Product problem(s): "the system will not transition to the phaco phase" (device operates differently than expected). The surgeon reported that during a combined cataract/vitrectomy case the system will not transition to the phaco phase. The system was rebooted and the case was completed. The case was delayed a few minutes. Additional information has been requested on the event and patient status.

Manufacturer narrative:
The company service representative examined the system the fluidics was disassembled and verified. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).